Event description:
This is report 1 of 2. Report received from the USA stating that after surgery, it was discovered that a "cutter became welded" to the device and that the device "probably got really hot." The reporter stated that the device worked well during the surgery. There were no injuries reported and no medical intervention was required. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. A supplemental report will be sent upon completion of the eval.